Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter had reverted to the settings mode when attempting to perform a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2010 at 8:15am. The cca noted that the patient was managing her diabetes with oral medications at the time the alleged issue started; however, the patient denied taking any action in regards to her diabetes management as a result of the issue. 15 minutes after the alleged issue started, the patient reported feeling weak and shaky. The patient claimed she immediately treated self with food and/or drink at the onset of symptoms. At the time of troubleshooting, the cca noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.